Event description:
The patient reported that after having surgery, the surgeon was concerned that the patient¿s heart rate was 43-47 beats per minute. The patient stated that the device was not working. Follow up with the patient¿s cardiologist was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead 2004 (B)(6); 6947-65 implantable tachy lead 2004 (B)(6); 5071-35 implantable pacing lead 2004 (B)(6). (B)(4).